Event description:
The caller reported that the customer was not able to pass a size 8fr suction catheter into the tracheostomy tube. The tracheostomy tube was removed and discarded and the patient was recannulated. The tracheostomy tube was in place for a couple of hours. No harm reported or additional treatments needed.